Manufacturer narrative:
The technician found the ground pin on the power cord was broken. The technician replaced the power cord plug to repair the bed.

Event description:
The technician indicated the bed has no electrical ground.